Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume). When the hp called to speak to the technical service representative (tsr), they were connected in drain 1 of 5 and wanted to bypass to fill 2. The drain volume (dv) equaled 3126ml and when the hp called back again, they were in drain 2 of 5 with a dv of 6495ml. The hp reported that the dv was stopped and they were not draining, but the volume on the hc kept increasing. Per the registered nurse (rn), the hp?s largest prescribed fill volume (fv) equaled 1800ml. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to perform the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device passed electrical and functional testing. Internal and external visual inspections found no issues. The pneumatic system was tested with no leaks found and all pressures were found to be correct and stable. A short therapy was run on the device with no issues. The reported issue could not be duplicated. A review of the event history log review confirmed the reported issue. The cause was determined to be a false empty detect at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition by the review of the device logs. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.